Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-05-04 the cause of the issues remains unknown and the issues had been resolved at the time of the report. Patient weight information was provided to be (B)(6) pounds at the time of the event. Additional information was received from the consumer on (B)(6) 2017 reporting that they were still having pain in their knees. A meeting with a manufacturer representative was requested. During the call the consumer requested help turning the backlight of the patient programmer on. With review of the steps, the backlight was able to be turned on. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-05-16 reporting that they had received a follow-up letter. The patient had worked with 2 manufacturer representatives to reprogram the implantable neurostimulator (ins) but had no satisfaction with the therapy since the ins was implanted. The patient wanted to meet a manufacturer representative to regulate the ins. It was also reported that the patient was thinking about having the ins removed. No further complications were reported.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that since the paddle lead was implanted, patient's therapy was not relieving his back and hip pain. Patient stated being reprogrammed twice by manufacturer representatives (rep) however they've been unable to get the stimulation past his knees. Patient can feel stimulation in his back when he lays down, sits and stretches out, but not otherwise. Pt had tried turning the amplitude up to get the stimulation to the target area of his hip, but this stops him from walking because the stimulation hurts. Patient doesn't use the stimulation at night, therefore when he wakes up in the morning he's hurting and is stiff as a board. Patient stated feeling the pulsations in his hip when he sits down. No further patient complications have been reported as a result of this event.